Manufacturer narrative:
The pump was received with normal operating currents. It was noted that there was no unexpected blank display and no moisture damage on the electronics. The pump had a detached end cap, a minor scratched display window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had damage on the insulin pump. Customer stated that he was priming his pump and the back of it popped out. Customer stated that it won't turn on and it is also cracked. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.